Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer was reportedly asymptomatic but was administered an insulin injection by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer was reportedly asymptomatic but was administered an insulin injection by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. The returned sensor was further investigated and de-cases. Performed an visual inspection on the sensor¿s pcba (printed circuit board assembly), no issues were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage was within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer was reportedly asymptomatic but was administered an insulin injection by a non-hcp third-party for treatment. No further treatment was indicated. There was no report of death or permanent injury associated with this event.